Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) was experiencing spurious shocks. An invasive procedure was performed to cap the lead due to a lead fracture. The lead was replaced with a new endotak lead.